Manufacturer narrative:
H.6. Investigation summary: DHR reviewed found no non-conformities. The team reviewed the customer return sample and the foreign matter present on the needle seems to be fibrous material . All the process controls of current process (syringe assembly & packaging) were reviewed and were in place and in working condition for the 5ml emerald syringe assembly & packaging. The team visually inspected the retention samples from the affected lot for any foreign matter on the needle, no defects were found. As per lot manufacturing records, no similar defect was reported during inspection incoming quality for needle and assembly operations. Although this fibrous particle can be probably added during the needle manufacturing process. The fm on the cannula was observed to be a lump of gel-like clear and black particles.the sample was sent for ftir analysis and the spectrum of fm matched with a mixture of silicone and possible amide compounds. The cause of the gel on the cannula is at the lubrication station where one of the filling tube connectors is loose which resulted in excessive silicon supplied. The particle that is stuck to the silicon could then be dust from the environment. This would be due to improper housekeeping by the production technicians which caused the build up of dust to transfer to the cannula at the shield loading station. Corrective action: the faulty connector was replaced upon discovery. Awareness training on the non conformance and conduct proper housekeeping. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that a syr 5ml ls 22x1-1/4in tw emerald had foreign material in syringe needle.

Manufacturer narrative:
Initial reporter phone# (B)(6). The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a syr 5ml ls 22x1-1/4in tw emerald had foreign material in syringe needle.